Manufacturer narrative:
On (B)(6) 2016 the field service engineer (fse) found disconnected tubing at pinch valve pv49 that caused the leak. The fse replaced all tubing in pv49 to fix the leak. The repairs were verified per established procedures. The beckman coulter internal identifier for this event is (B)(4).

Event description:
The customer reported an uncontained cleaner leak from right side of the coulter lh500 hematology analyzer. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.